Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a procedure, a diamondback exchangeable orbital atherectomy device (oad) handle was used to treat an 8-10 centimeter long lesion in the left mid-anterior tibial (at) artery. Two cartridges were used with the oad handle. During the procedure, the at shut down due to potential embolization, and blood flow was limited. However, an embolization was not conclusively confirmed. It was noted that no malfunction with the devices were noted, and the cause of the potential embolization and no flow was not determined. The patient was held in the hospital overnight for evaluation and potential medication therapy.

Event description:
The patient was hospitalized for a couple days, and blood flow had been restored to some degree, but no additional intervention was performed. It was noted that the patient had been very sick prior to the procedure. No additional patient outcome information was available as the patient was transferred out of the physician's care.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID #: (B)(6).